Manufacturer narrative:
The customer stated that they use gel separator tubes for primary sample collection. This gel had "melted" and that samples had to be re-spun before they were tested. The customer had noted wash buffer build-up around the peri-pump cassette #6 when they had last performed maintenance. A system check run prior to this event, on (B)(4) 2011, was passing. The customer performed an additional system check on (B)(4) 2011, at the request of customer technical support (cts). This system check failed. A field service engineer (fse) was dispatched and replaced aspirate tubing and waste peri-pump tubing. The fse performed preventive maintenance and ran successful system check, verification testing of system washing and sonication. Although the fse addressed hardware issues, no definitive root cause has been determined.

Event description:
A customer contacted beckman coulter inc., (bec) regarding several high troponin (accutni) results generated by the access 2 immunoassay system. To verify these results, the samples were tested on a different instrument in the customer's lab. The results obtained were lower, within the normal reference range. Despite attempts to collect actual patient results, no specific test results were reported to bec. The high results were not reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.